Manufacturer narrative:
This lead has not been returned and therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitely confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up visit, this right ventricular (rv) lead revealed high ventricular pacing impedances greater than 2,000 ohms and high thresholds. A revision procedure was to be performed in the near future. At this time the device was reprogrammed and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
After the revision procedure the lead will be returned to boston scientific. Upon receipt the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of the event.

Event description:
----